Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 350 mg/dl); cause was not known. Pump supplies were changed, correction bolus via the pump as delivered and insulin injections were administered to address bg. Due to elevated bg, a yeast infection occurred and medication was taken to resolve it. System check was performed with tandem technical support and no device issues were identified. Upon follow-up, reportedly, customer discussed the event with a healthcare provider.